Manufacturer narrative:
Continuation of d10: product ID 37604 serial# (B)(6) product type implantable neurostimulator product ID 3708695 serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2024 product type extension product ID 3708695 serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2024 product type extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Device information was provided.

Event description:
It was reported that the patient had subcutaneous electric shocks to the head that bothered the patient. On (B)(6) 2024, the lead was disconnected, connected with extension and all, and impedance measurements were taken directly on these in the operating room. The left lead had satisfactory measurements, while there were low impedances on some pins on the right lead. When all connected to the stimulator, there were two missing impedances - one on each lead.  The etiology had a probable relationship to the device or therapy - extensions. The extensions and implantable neurostimulator (ins) were replaced. The issue was resolved and device was turned on/therapy initiated on (B)(6) 2025.

Manufacturer narrative:
D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3708695, serial/lot #: (B)(6), ubd: 07-mar-2027, UDI#: (B)(4); product ID: 3708695, serial/lot #: (B)(6), ubd: 07-mar-2027, UDI#: 007 (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.